Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test. There were no unexpected missing segments, display anomalies noted. The pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer believed they were not getting insulin right. The customer states they had dark line across the screen and it comes and goes. The customer's blood glucose level at the time of incident was 150mg/dl. The customer states they had been hospitalized for high blood glucose level of 425mg/dl. The customer was treated at the hospital for the highs. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.